Event description:
It was reported that the right ventricular (rv) lead had sensed a high number of short ventricular-to-ventricular (v-v) episodes since its implant and that multiple instances of t-wave oversensing (twos) were observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.